Manufacturer narrative:
(B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: tfna stepped drill bit ((B)(4)) was received with a fracture at the proximal connection. The device fractured completely approximately 20mm down the shaft, from the proximal end. Additionally the instrument shows radial scarring along the length of the shaft. A root cause could not be definitively determined due to unknown factors at the time of the fracture. It was discovered, during further conversations with the sales consultant, that the incorrect adapter was used during surgery. Rather than the synthes drill adapter, the surgeon used a keyed (B)(6). Using the incorrect adapter may lead to the drill not being held securely while drilling. Based on the fracture location, it is likely that the surgeon did not fully insert the full proximal connection (approx. 50mm in length) into the chuck, but rather only the most proximal 20mm. Any loads applied to the driver during use are then concentrated in this smaller cross section, compared to the larger cross-section distal of the fracture. There is no way to attempt to replicate this event with the returned device, because the fracture makes the part no longer functional. However, the condition of the device agrees with the complaint description. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail - advanced procedure for a hip fracture, the 6mm/9mm cannulated stepped drill bit broke. This was the first time the device was used. While the surgeon was drilling the drill bit broke off at the point where it connects to the chuck (a non-synthes device). There was no patient contact at the time the drill bit broke; no fragments were left in the patient. A second drill bit was available and the procedure was completed successfully with no further issues. There was a three minute delay in surgery. X-rays were taken during the surgery, however, unrelated to the breakage of the drill bit. Patient outcome is reported as perfect. This is report 1 of 1 for (B)(4).